Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s high blood glucose level was 299 mg/dl. The high blood glucose was treated with the insulin pump. The customer reported that trouble with screen like it just turns black. The customer reported that there was a scratch on the screen. The customer was assisted with troubleshooting and the display did not return. The customer declined troubleshooting for high blood glucose level. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with cracked lcd display window corners noted. The test reservoir was able to lock in place. After installing the battery tester the device shows low power battery sign and no key function due to corroded battery tube compartment noted. Device passed displacement test and self test. No blank display anomaly noted.